Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the root cause of the reported arterial dissection could not be conclusively determined. The review of the lhr (lot f1320404) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the left common femoral head via a 6f short sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician felt resistance almost immediately after the wire (catheter) was past the distal end of the procedural sheath. The physician noted to the aci vascular closure specialist that he felt as if the wire "buckled" from the tip going directly into the artery wall. The physician removed the device from the patient, leaving the procedural sheath in place and took another angiogram of the groin which revealed a retrograde dissection in the artery wall. The procedural sheath was removed after 1 hour and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. Note: it was noted by the aci vascular closure specialist that the patient is currently doing well. There was no other medical action taken after the patient was evaluated by a vascular surgeon.